Event description:
A customer reported during a vitrectomy procedure the system displayed multiple system messages and locked. The customer was unable to clear the system messages and the case was aborted with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).